Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. After placing a non-bsc guide wire using an ipsilateral retrograde approach, a 5.0 x 100, 75cm mustang¿ balloon catheter was advanced for pre-dilation. However upon the initial inflation, the balloon ruptured. The device was removed and a different balloon catheter was then used. An epic stent was deployed followed with post dilation using a new balloon and the procedure was completed. No patient complications were reported.